Event description:
The peritoneal dialysis (pd) patient reported that after treatment he detected fluid in the cassette compartment of the liberty cycler. The patient stated that there was no alarms or cycler problems. The cycler was replaced.

Manufacturer narrative:
A clinical evaluation was performed. During a follow-up call, the pd nurse stated that the patient received one dose of intraperitoneal prophylactic antibiotics. The patient did not require hospitalization or further medical intervention. The patient did not develop signs of infection. The actual device was not returned for physical evaluation. No investigation was completed on the actual device. No additional information available. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.